Event description:
It was reported that, following a pump refill on (B)(6) 2014, a single-tone, non-critical alarm was heard. Two days later, the alarm switched to a critical alarm sound. On (B)(6) 2014, the pump was checked and it was determined that, as suspected, the healthcare provider (hcp) did not update the pump with the 40ml refill volume. Per pump logs from this date, low and empty reservoir alarms occurred and the last update was made on (B)(6) 2014. The hcp corrected the reservoir volume and the patient left. The patient did not experience any symptoms and was doing fine. The device system was used to deliver lioresal 2000mcg/ml at 701.6mcg/day. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician; product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).